Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is finished.

Event description:
The customer states that cpu of his acuity centralized pt monitoring system unexpectedly shutdown three (3) times. This resulted in a temporary loss of centralized pt monitoring. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.